Manufacturer narrative:
Device received with a33 alarm during the displacement test due to motor excessive axial play. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify motor error alarm due to constant a33 alarm during displacement test. However visual inspection found damage home switch. Device received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.